Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The eccentric, de novo target lesions were located in the mildly tortuous and mildly calcified right coronary artery (rca) and left circumflex artery (lcx) with 90% stenosis and was 16-24mm long with a reference vessel diameter of 2.5-3.5mm. The lesions involved 45-90 degree bend. After pre-dilation with 2.0x15mm, 2.75x20mm, 2.5x20mm, 3.5x20mm emerge balloons, a 2.50x16mm omega stent was advanced, however, the stent was unable to reach the lesion. The device was removed. Another 3.50x24mm omega stent was advanced; however, the stent was also unable to reach the lesion. The device was removed and it was noticed the tip of the stent strut was deformed. The procedure was completed with two 3.5x24mm omega stents, a 2.5x16mm omega stent, and a 2.75x28mm omega stent. Post-dilation was performed with 2.5x8mm, 2.75x8mm, 3.5x8mm quantum maverick balloons. No patient complications were reported and the patient was stable. This product is only ous approved but is similar to an approved us device.